Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose was 47 mg/dl. Their blood glucose later decreased to 27 mg/dl. No alarms or alerts sounded off to warn the customer of the low blood glucose. The patient called ems for medical assistance. She was treated with glucagon, food, and glucose tablets. The customer's blood glucose at the time of call was 304 mg/dl. During troubleshooting the customer noted that the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The pump was programmed with test minilink and the glucose sensor simulator. Pump communicated properly with glucose sensor simulator and displays the 100 mg/dl value properly on display graph. Lowered the glucose simulator to 45 mg/dl and the low predict, threshold suspend, and low bg alarms functioned properly. The drive support disk was inspected and no damage or anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.